Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's next to kin reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 around 2 p.m. With blood glucose of 679 mg/dl. The customer's current blood glucose was 430 mg/dl at the time of call. The customer reported bent cannula and declined to troubleshoot for high readings. The customer was treated with manual injection. The caller was unsure if the customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.